Manufacturer narrative:
(B)(4). Date sent: 05/20/2021. D4: batch # u5ea4n. H6: component code = others (g07). Per photographic evaluation: this is an analysis of three photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a piece of the tissue. The second photo shows a piece of the tissue and a device with the anvil extended with the casing washer was noted in the trocar and two donuts. The third photo shows a damage on the tissue. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ecs29a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. Open the instrument by turning the adjusting knob counter-clockwise. For easy removal, only open the instrument one half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently pull out while simultaneously rotating. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Pc-(B)(4). Date sent: 01/07/2022. Additional information received: after the operator used the reload (ecr60d, u40p86), the firing process of the stapler was smooth. After firing, it was found that the rectal tissue was completely cut. The 1/2 staple line was poor. The staple line seepage occurred at the same time. The operator then used the suture to suture. The bleeding did not occur again. The operator continued to use this stapler to load the second cartridge of the same model to continue the rectal tissue transection. The firing process of the stapler was smooth. No device failure or patient injury occurred. Then the operator used the endoscopic curved intraluminal stapler (ecs29a, u95h01) manufactured by our company for end-to-end anastomosis between rectum and rectum. The surgeon fired the stapler after selecting the staple height of 1.5 mm. The firing process of stapler was smooth. The examination after firing found bleeding at the anastomotic stoma, and the device could not be removed. The surgeon then removed the device after removing part of the rectal tissue. The cutting washer was cut off and the tissue donut was incomplete. The staple was not formed in the resected tissue part. The surgeon then replaced another stapler of the same model to successfully complete the anastomosis. The operation time was prolonged for about 2 hours, and the intraoperative blood loss was unknown. The patient recovered well after the surgery and was discharged. Currently, no reports on subsequent complications were received. H11: corrected data = h6

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Photo(s) received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the laparoscopic anterior resection of rectal cancer. The surgeon waited 15s before firing and done p to p, after fired, noted that the instrument was difficult to remove, then cut the tissue around the ecs29a and removed the device. The surgeon used another stapler to anastomose residual tissue and malformed staples with irregular shape after fired. There was no patient consequence reported. No additional information could be provided.